Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was on (B)(6) 2016. The location of the insertion site was not reported. There was no report of any injury or medical intervention. No additional event or patient information is available.